Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the broken portion was scorched and melted was identified. It is likely the result of an electric conduction that was activated; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the single use 3-lumen sphincterotome v exhibited the broken portion was scorched and melted. There was no patient involvement.